Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the battery of the heart lung console was not charging as expected. The user tested the battery operation by unplugging the ac power cord. The system immediately powered off. The user contacted technical support to troubleshoot the issue. Troubleshooting found both power supplies were good; however, with the system plugged into an ac outlet, the power led was solid red and the charge status and charge rate values were both 0. These values should have been 1. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.